Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Returned photos show adhesive, cannula, and hub separate. Customer returned 14pcs samples contains 10pcs unopened and 4pcs opened. One defect sample shows adhesive, cannula, and hub separate; another shows adhesive stick to cannula but separate with hub. All unopened samples are confirmed with normal quantity of adhesive and no seen bubbles. Inspected 7pcs unopened samples adhesive appearance and cannula pull force. All results meet products specification. Pen needle product has 100% adhesive height, adhesive volume inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at this moment. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 4 bd micro-fine¿+ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: the needle was separated from the needle hub during use.